Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: the camera port was sprayed with water on accident and is not working.  The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the ccu was sprayed with water at the customers facility damaging the board in the ccu. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.